Event description:
It was reported that a dfr00v model intraocular lens (iol) was explanted from the left eye due to patient reporting significant halos and poor contrast sensitivity. The replacement lens was of a different model and diopter. No further information available.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided. The best estimated date is (B)(6) 2021 and (B)(6) 2021. The lens is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.